Event description:
A 6.0mm diameter x 10mm length peripheral billary extra support stent was used to treat a renal stenosis. The target lesion in the left renal artery was very tortuous. An attempt was made to pass through a previously deployed 5.0mm diameter stent with the xb610 and slightly overlap the two stents across the lesion. While positioning the new 6mm stent within the deployed 5mm stent, the stent was dislodged from the delivery balloon. The dislodged stent was slightly inflated and successfully retrieved using a d1 balloon, but the stent could not be pulled back through the previously deployed 5mm stent to treat the target lesion. The pt is reportedly doing well. There was no add'l clinical sequelae reported relative to the event.